Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Analysis of the generator was completed on 10/17/2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on 10/23/2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
An explanted generator and lead were received for analysis from another medical device manufacturer. The devices had been inadvertently returned to the wrong manufacturer. It was noted that the vns patient had passed away from natural causes secondary to complications of cholecystectomy surgery. No additional relevant information has been received to date. Analysis of the devices are underway, but have not been completed to date.